Manufacturer narrative:
The report of the device failing to alarm could not be confirmed. A philips clinical application specialist (cas) went to the customer site, and examined the device. No issues were found by the cas; the device was working as it should at the time of the visit. Alarm audit logs files were received and reviewed by a complaint specialist (cs). Between 4:25 and 4:30am, it was found that the device had provided an asystole alarm at 4:25:21, as well as an extreme brady at 4:25:22. The log shows that the alarms were acknowledged at 4:25:32, and alarms were paused at 4:25:35. After the pause was finished at 4:29:12, another asystole alarm occurred again at 4:30:50. The device remains at the customer site. No subsequent calls have been logged for this device/issue. No further investigation is warranted at this time. (B)(6).

Event description:
The customer reported that a patient with pacemaker and synchronized mode (sm) detection switched on suffered an asystole, and the monitor did not alarm. This was only noticed when the spo2 and the nbp did alarm. During CPR, the monitor allegedly first alarmed. The patient died after resuscitation. The issue was reported to have occurred on (B)(6) 2018 between 04:25 and 04:30am in bed "z4v."